Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient did not hear any alarm and the cause was unknown. This was confirmed with the physician.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at 1,2956 mg/day via an implantable pump. It was reported that a patient with a morphine pump had several motor stalls without noticing any alarm. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting performed and it was stated that the motor stall started and ended for no reason. The last stall which occurred 3 times on april 28th, was not recovered until the patient gave themselves a bolus through their my personal therapy manager (myptm) on (B)(6). Actions/interventions taken included the patient giving themselves a bolus on may 5th which stopped the motor stall. The pump had a motor stall since april 28th. The pump was working fine now, but had had a motor stall for over 48 hours. The issue was resolved at the time of the report. The pump was still in the patient and the hcp was aware of the risk of the pump having stopped for over 48 hours. The patient had also been informed to be extra careful for alarms. A surgical intervention did not occur. Additional information received indicated that the rep sent the logs. The rep indicated that they were wrong about the implant date information and that they would ask the hcp again. It was stated that the patient was admitted in the night of may 5-6th and that was when the pump was interrogated and they saw the motor stall. On may 7th, the daily dose was increased. The rep stated that the stall occurred on (B)(6) and end on may 5th. There was also a stall on february 20th and on april 28th before. The patient was in the hospital from (B)(6). Additional information from the logs indicated that service code 529 [the pump motor has stopped and been restored. This can be the result of an MRI scan] was seen. According to the logs, the pump stopped on 2025-02-20 at 13:34 and restored at 13:37. On 2025-04-28, the pump stopped at 8:30 and restored at 8:49. On 2025-04-28, the pump stalled again at9:21 and restored at 9:26. On 2025-04-30, there was a critical alarm where the pump stopped for longer than 48 hours and the pump was restored on 2025-05-5 at 0:55.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump was originally implanted on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.